Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 167728: 30 items manufactured and released on 28 november 2012. Expiration date: (B)(6) 2017. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative was informed by the surgeon that the patient came in complaining of pain. The surgeon plans to swap the poly. The date of the revision is unknown at this time. More information to follow the case.